Manufacturer narrative:
Section b1 correction. Section b2 correction. Section d9 correction. Section h1 correction. Section h6 correction: health effect - impact code 2199 - no health consequences or impact added. Section h6 correction: medical device problem code 3190 - insufficient information removed. Manufacturer's investigation conclusion: the reported event of user shock was unable to be confirmed. The reported outer chipped paint on the controller was confirmed. The system controller (serial number: (B)(6) returned with cosmetic damage including chipped outer paint on the controller housing. The system controller passed functional testing without issue. The system controller was also tested using an electrical safety analyzer. The system controller was tested for current leakage on its housing/chassis, on the cover screws, their respective sockets, at the site of the cosmetic damage/chipped paint, and on the modular cable connector. These tests were performed on a test mobile power unit. No current leakage issues were observed during testing. Log files were downloaded from the controller during testing and showed the system functioning as intended. There were no indications of shock in the log files. The submitted log files were also reviewed and revealed routine events and no indication of shock. Provided information indicated that the patient described random shocks from direct skin to controller contact. The patient's spouse also reported experiencing similar shocks on saturday night into sunday morning, again while on wall power and with skin to controller contact. The system controller appeared to be worn off in some areas. Additionally provided information revealed that the initially reported "beeping" and low voltage alarms appeared top be routine and that the patient reports no electric shocks since the controller exchange. The root cause for the user shocks and the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced getting shocked while connected to wall power since (B)(6) 2025. The patient described random shocks from direct skin to controller contact. The patient's spouse also reported experiencing similar shocks on saturday night into sunday morning, again while on wall power and with skin to controller contact. The system controller appeared to be worn off in some areas. The patient¿s modular cable was replaced on (B)(6) 2025 and appeared clean and intact. Controller alarms occurred with beeping on (B)(6) 2025 at 2000 and 2005 while on battery power, and again with low voltage alarms on (B)(6) 2025 at 0107, 0117, and 0210, around the time the patient went to sleep and while switching from battery to wall power. Following review, log files no longer contained data from (B)(6) 2025 & (B)(6) 2025, and the remainder of the log files seemed unremarkable. A controller replacement was recommended when safe to perform for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 18aug2025 that the cause of the electric shock appeared to come from the back of the controller where the paint or coating had worn through to the metal. The beeping and low voltage alarms were identified as routine power source changes. The controller was exchanged, and the patient had not experienced any electric shocks since the exchange.